Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint "the sealing cap is leaking air due to poor sealing. The seal was found to have tear near the top of seal at measuring approximate 0.4260" in length. Probable root cause of the failure mode tears/torn seals is attributed to damage during various handling point.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sealing cap on the 8mm cannula seal accessory was leaking air due to poor sealing. The procedure was completed with no reported injury.